Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a therapy disabled message. A review of the hardware logs confirmed there were 7:38 and 7:34:10 error codes recorded. There was no patient involvement.